Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an initial implant procedure. During the procedure, the stylet would not advance completely. The lead was exchanged during procedure. The patient was discharged.

Manufacturer narrative:
The reported events of ¿stylet wouldn¿t go to top of lead¿ was not confirmed. A stylet was able to be fully inserted and removed from the inner coil with no restriction. The cause of the event could not be determined. Analysis was normal. No anomalies were found.